Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with an unknown carto vizigo sheath and a hemostatic valve separation issue occurred. It was reported that during the procedure, while the device connection was established and was able to map, the hemostatic valve was broken and separated. A new catheter was used to complete the procedure without any problem. There was no patient consequence. Additional information was received on 04-aug-2022. It was reported that the catheter handle is damaged. During the operation, the connector of irrigation tube (including port, luer hub) were broken from the handle. A second catheter was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Additional information was received on 17-aug-2022. It was reported that it is uncertain that the event is not related to any damage to hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).